Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue of exposed wires at strain relief is confirmed; the probe¿s cable sleeve is pulling away from the strain relief. The root cause of the probe¿s cable sleeve pulling away from the strain relief is due to an adhesive failure. H3 other text : evaluation findings are in section h.11.

Event description:
Probe cord cut right after strain relief and wires are exposed.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Probe cord cut right after strain relief and wires are exposed